Manufacturer narrative:
(B)(4). The insulin pump passed the displacement and rewind no unexpected rewind anomalies noted. Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the reservoir compartment plastic chipped off. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.